Event description:
It was reported that the ventilator would not start. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was reported with not starting when booting up. Our field service technician on site isolated the problem to a faulty power control pcb. After replacement of the pcb the ventilator worked according to specifications, passed the pre-use check and was returned for clinical use. The faulty pcb was not returned for investigation and no device logs are available. The power control pcb connects and controls the charging of the battery modules in the ventilator. The conclusion in this matter is that the faulty power control pcb caused the ventilator to not start. Since the part was not returned, the root cause cannot be determined.